Manufacturer narrative:
Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a surgical procedure. Allegedly, the bone graft hardened quickly and could not be used. A second kit was used to complete the surgery. No patient complications were reported.